Event description:
Pt's initials and birthdate were informed. She was (B)(6) at the time of event onset, with (B)(6) . The pt was not pregnant. The pt did not have previous gynecological interventions, gynecological problems or procedures, any other relevant medical history or concurrent conditions. She was gravida I, para I, no abortion and no ectopic pregnancies. The pt had essure (ess305) easily inserted (lot number was b11728). The insertion was not performed post-partum, w/o cervical dilation or general anesthesia, and with sounding, paracervical block, vicodin, motrin, phenergan and xanax. The tubal ostium was easily visualized, the fluid loss was not greater then 1500cc and the procedure did not take more than 20 minutes. The back-up contraception was depoprovera. The perforation did not occur during sounding, cervical dilation, hysteroscopy prior to essure insertion or before essure deployment. On (B)(6) 2013, the hysterosalpingography showed left tube occluded with normal essure placement and right essure coil displaced into peritoneal cavity. There was...

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs